Event description:
It was reported the patient had clear and pink drainage at her ipg site and her surgeon prescribed oral antibiotics. She stated she was pus at the site when she leaned against the ipg and decided to ge to the ER. The ER discharged the patient the same day and ordered her to continue taking the antibiotics. Follow-up indicated the patient met with the physician assistant a few days later and the site was healing with no signs of redness or drainage. It was reported the patient will follow-up with her surgeon in approximately one month.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.